Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose level was 504-505 mg/dl with trace ketone levels. Customer received normal third party assistance and was assisted with administration of a manual injection to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.